Event description:
It was reported by service report that the stair tread/tracks would not engage; one belt was found to be missing, and the other was cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.